Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that psa and free psa ratio was not correct for some patient samples. The customer then repeated the free psa on samples and the repeat results were different than the initial. The customer decided to repeat the other patient samples, which also resulted different than the initial results. The customer stated that there was a clot error at one time and the clot was removed and the instrument continued running the samples. Also, there were multiple water errors, which went unnoticed by the operator while the instrument was running and the instrument ran out of water. The customer cleaned the probe and filled the water bottle. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and did not find any malfunction. The cse ran precision testing and quality controls, which were acceptable. The cause of the discordant dheas, acth, hgh, shbg, and free psa results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant dehydroepiandrosterone sulfate (dheas), adrenocorticotropic hormone (acth), growth hormone (hgh), sex hormone-binding globulin (shbg), and free prostate specific antigen (free psa) results were obtained on multiple patient samples on an immulite 2000 instrument. The samples were repeated on the same instrument, resulting different than the initial results and matching the clinical picture of the patients. There are no known reports of patient intervention or adverse health consequences due to the discordant dheas, acth, hgh, shbg, and free psa results.

Manufacturer narrative:
The initial MDR 2247117-2016-000053 was filed on (B)(6) 2016. Additional information (08/31/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The instrument data indicated that the discordant results resembled a lack of wash, indicative of bubbles in the water line. The cause of the discordant dheas, acth, hgh, shbg, and free psa results on multiple patient samples is unknown.